Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for lead repositioning. During the repositioning, the lead was difficult to place and the physician was unable to retract the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.